Event description:
It was reported that infusion set cannula was kinked and patient had high blood glucose levels which was treated with corrected using the pump on (B)(6) 2026 and it has been in use for two days.

Manufacturer narrative:
MDR ./ initial 1 of 3. E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.